Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the system was explanted. Patient was prescribed oral antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved as the patient had a new system implanted on (B)(6) 2022.